Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems staples fire intermittently and not forming properly (see jaw). Another ems was used to complete the case. There was no consequence to the patient.